Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. The customer¿s blood glucose level was 24 mmol/l at the time of incident and current blood glucose level was 21 mmol/l. The high blood glucose of customer was treated with manual injection. Based on customer report customer allege insulin pump was under delivering. Customer assisted with high pressure test. The reservoir will not be returned for analysis.